Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer had multiple ketones and was treated with manual insulin injection and changing the site and settings on the insulin pump. Customer's blood glucose level was over 400 mg/dl. Customer was hospitalized for her ketones and fluids in the ear due to high blood glucose level. Customer was wearing the insulin pump at time of hospitalization. Customer's mother reported that when she loaded the cartridge with 40 units of insulin and pressed act button, the insulin pump did not register. During troubleshooting, customer's mother was assisted in performing a high pressure test, the test failed. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.